Event description:
PICC inserted on (B)(6) 2012. The process of insertion was successful. Maintenance was performed according to hospital discipline. Adhesive tape was crossing fixed in accordance with criteria. At 5am of (B)(6), nurse found that pt's proximal tube was completely separated from oval disk. Catheter was removed by nurse immediately.

Manufacturer narrative:
Results of a device eval will be filed in a supplemental report.